Event description:
Pt had acl reconstruction (B)(6) 2011. On visit to surgeon in (B)(6) 2011, pt complaining of pain and weakness. MRI done (B)(6) 2011 which showed a displaced fragment of the femoral fixation pin in the medial joint space of the knee. Pt underwent knee arthroscopy with removal of loose foreign body on (B)(6) 2012.